Manufacturer narrative:
The "date of event" was not provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges while trying to get into her lift to get into the bath tub she slid off of her chair and allegedly got stuck between the chair and the tub and had to call an ambulance to get her out.

Manufacturer narrative:
A pride rep and the provider's technician evaluated the device, made any necessary adjustments, and provided instruction to consumer on not reaching while elevated.

Event description:
Consumer alleges while trying to get into her lift to get into the bath tub she slid off of her chair and allegedly got stuck between the chair and the tub and had to call an ambulance to get her out.

Manufacturer narrative:
The device was returned and evaluated. The alleged incident could not be attributed to the device.

Event description:
Consumer alleges while trying to get into her lift to get into the bath tub she slid off of her chair and allegedly got stuck between the chair and the tub and had to call an ambulance to get her out.